Event description:
We have had four laser constellations sent to us where the rfid [radio frequency identification] was not programmed. This caused the machine to not recognize the lasers. Mfg states this is a manufacturing error. Manufacturer response for laser constellation 25ga illuminated flex probe, (brand not provided) (per site reporter). Mfg states this is a manufacturing error.